Event description:
On 2/7/97, the account reported positive results for the bhcg assay, which were negative when repeated on 2/10/97. According to the customer, the instrument probe had been cleaned and calibrated prior to the run and the instrument did not have problems on previous runs. The customer uses controls and stated that all controls were within range. After the event, the customer performed instrument troubleshooting and believes a contaminated reagent pack produced the elevated results. The reagent pack in use on 2/7/97 was disposed of by the account and is not available for an investigation. A new reagent pack with the same lot was used to rerun the samples on 2/10/97. Data tapes from the account show that the initial results were run on the analyzer #2 and the repeat results were run on analyzer #1. Attempts have been made to obtain further pt info, but the account has been unwilling to provide the requested info. No report of injury.

Event description:
On 2/7/97, the account reported positive results for the bhcg assay, which were negative when repeated on 2/10/97. According to the customer, the instrument probe had been cleaned and calibrated prior to the run and the instrument did not have problems on previous runs. The customer uses controls and stated that all controls were within range. After the event, the customer performed instrument troubleshooting and believes a contaminated reagent pack produced the elevated results. The reagent pack in use on 2/7/97 was disposed of by the account and is not available for an investigation. A new reagent pack with the same lot was used to rerun the samples on 2/10/97. Data tapes from the account show that the initial results were run on the analyzer #2 and the repeat results were run on analyzer #1. Attempts have been made to obtain further pt info, but the account has been unwilling to provide the requested info. No report of injury.

Event description:
On 2/7/97, the account reported positive results for the bhcg assay, which were negative when repeated on 2/10/97. According to the customer, the instrument probe had been cleaned and calibrated prior to the run and the instrument did not have problems on previous runs. The customer uses controls and stated that all controls were within range. After the event, the customer performed instrument troubleshooting and believes a contaminated reagent pack produced the elevated results. The reagent pack in use on 2/7/97 was disposed of by the account and is not available for an investigation. A new reagent pack with the same lot was used to rerun the samples on 2/10/97. Data tapes from the account show that the initial results were run on the analyzer #2 and the repeat results were run on analyzer #1. Attempts have been made to obtain further pt info, but the account has been unwilling to provide the requested info. No report of injury.

Event description:
On 2/7/97, the account reported positive results for the bhcg assay, which were negative when repeated on 2/10/97. According to the customer, the instrument probe had been cleaned and calibrated prior to the run and the instrument did not have problems on previous runs. The customer uses controls and stated that all controls were within range. After the event, the customer performed instrument troubleshooting and believes a contaminated reagent pack produced the elevated results. The reagent pack in use on 2/7/97 was disposed of by the account and is not available for an investigation. A new reagent pack with the same lot was used to rerun the samples on 2/10/97. Data tapes from the account show that the initial results were run on the analyzer #2 and the repeat results were run on analyzer #1. Attempts have been made to obtain further pt info, but the account has been unwilling to provide the requested info. No report of injury.

Event description:
On 2/7/97, the account reported positive results for the bhcg assay, which were negative when repeated on 2/10/97. According to the customer, the instrument probe had been cleaned and calibrated prior to the run and the instrument did not have problems on previous runs. The customer uses controls and stated that all controls were within range. After the event, the customer performed instrument troubleshooting and believes a contaminated reagent pack produced the elevated results. The reagent pack in use on 2/7/97 was disposed of by the account and is not available for an investigation. A new reagent pack with the same lot was used to rerun the samples on 2/10/97. Data tapes from the account show that the initial results were run on the analyzer #2 and the repeat results were run on analyzer #1. Attempts have been made to obtain further pt info, but the account has been unwilling to provide the requested info. No report of injury.

Event description:
On 2/7/97, the account reported positive results for the bhcg assay, which were negative when repeated on 2/10/97. According to the customer, the instrument probe had been cleaned and calibrated prior to the run and the instrument did not have problems on previous runs. The customer uses controls and stated that all controls were within range. After the event, the customer performed instrument troubleshooting and believes a contaminated reagent pack produced the elevated results. The reagent pack in use on 2/7/97 was disposed of by the account and is not available for an investigation. A new reagent pack with the same lot was used to rerun the samples on 2/10/97. Data tapes from the account show that the initial results were run on the analyzer #2 and the repeat results were run on analyzer #1. Attempts have been made to obtain further pt info, but the account has been unwilling to provide the requested info. No report of injury.

Event description:
On 2/7/97, the account reported positive results for the bhcg assay, which were negative when repeated on 2/10/97. According to the customer, the instrument probe had been cleaned and calibrated prior to the run and the instrument did not have problems on previous runs. The customer uses controls and stated that all controls were within range. After the event, the customer performed instrument troubleshooting and believes a contaminated reagent pack produced the elevated results. The reagent pack in use on 2/7/97 was disposed of by the account and is not available for an investigation. A new reagent pack with the same lot was used to rerun the samples on 2/10/97. Data tapes from the account show that the initial results were run on the analyzer #2 and the repeat results were run on analyzer #1. Attempts have been made to obtain further pt info, but the account has been unwilling to provide the requested info. No report of injury.

Event description:
On 2/7/97, the account reported positive results for the bhcg assay, which were negative when repeated on 2/10/97. According to the customer, the instrument probe had been cleaned and calibrated prior to the run and the instrument did not have problems on previous runs. The customer uses controls and stated that all controls were within range. After the event, the customer performed instrument troubleshooting and believes a contaminated reagent pack produced the elevated results. The reagent pack in use on 2/7/97 was disposed of by the account and is not available for an investigation. A new reagent pack with the same lot was used to rerun the samples on 2/10/97. Data tapes from the account show that the initial results were run on the analyzer #2 and the repeat results were run on analyzer #1. Attempts have been made to obtain further pt info, but the account has been unwilling to provide the requested info. No report of injury.

Event description:
On 2/7/97, the account reported positive results for the bhcg assay, which were negative when repeated on 2/10/97. According to the customer, the instrument probe had been cleaned and calibrated prior to the run and the instrument did not have problems on previous runs. The customer uses controls and stated that all controls were within range. After the event, the customer performed instrument troubleshooting and believes a contaminated reagent pack produced the elevated results. The reagent pack in use on 2/7/97 was disposed of by the account and is not available for an investigation. A new reagent pack with the same lot was used to rerun the samples on 2/10/97. Data tapes from the account show that the initial results were run on the analyzer #2 and the repeat results were run on analyzer #1. Attempts have been made to obtain further pt info, but the account has been unwilling to provide the requested info. No report of injury.

Event description:
On 2/7/97, the account reported positive results for the bhcg assay, which were negative when repeated on 2/10/97. According to the customer, the instrument probe had been cleaned and calibrated prior to the run and the instrument did not have problems on previous runs. The customer uses controls and stated that all controls were within range. After the event, the customer performed instrument troubleshooting and believes a contaminated reagent pack produced the elevated results. The reagent pack in use on 2/7/97 was disposed of by the account and is not available for an investigation. A new reagent pack with the same lot was used to rerun the samples on 2/10/97. Data tapes from the account show that the initial results were run on the analyzer #2 and the repeat results were run on analyzer #1. Attempts have been made to obtain further pt info, but the account has been unwilling to provide the requested info. No report of injury.

Event description:
On 2/7/97, the account reported positive results for the bhcg assay, which were negative when repeated on 2/10/97. According to the customer, the instrument probe had been cleaned and calibrated prior to the run and the instrument did not have problems on previous runs. The customer uses controls and stated that all controls were within range. After the event, the customer performed instrument troubleshooting and believes a contaminated reagent pack produced the elevated results. The reagent pack in use on 2/7/97 was disposed of by the account and is not available for an investigation. A new reagent pack with the same lot was used to rerun the samples on 2/10/97. Data tapes from the account show that the initial results were run on the analyzer #2 and the repeat results were run on analyzer #1. Attempts have been made to obtain further pt info, but the account has been unwilling to provide the requested info. No report of injury.